Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that did not work and was never implanted during the procedure. It was reported that, during the ins replacement, the "8-15 lead canal made resistance to the introduced lead" and all impedances were high. Factors that may have led or contributed to the issue included a "normal replacement". The ins was replaced during the intervention, and the issue was resolved at the time of the report. There was no patient complication associated with the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) connector port had a damaged balseal connector. The #9 and #15 balseal connectors were damaged. If information is provided in the future, a supplemental report will be issued.